Event description:
Customer reported, the system is not working and the hard drive is corrupt. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.